Event description:
It was reported that during a syndesmosis procedure, the surgeon inserted screw. X-ray confirmed that the screw broke in three pieces. One piece was still screwed onto the bone and the other pieces broke in between the fibula and tibia. The surgeon backed out the screw and retrieved the broken pieces. All broken fragments of the screw were removed. The surgeon replaced the screw with a new screw and completed the procedure with no further problems. This report is for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)